Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# v535392 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an infection "in the leads" that was caused by skin cancer on their head, which was sitting on the lead electrode. They had tried to get the cancer, but it was too deep and the patient ended up with an infection. The patient was seeing the cancer specialist every 6-8 weeks because the spot was not healing. Cauterization was not performed for fear of electrocuting the patient. It was noted the patient's skin cancer was discovered (B)(6) 2015 and was ongoing for a year prior to having the infection develop. Interventions taken to resolve the issue was total system explant. The patient's indication for use was parkinsons dual.